Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.3, lab: 3.6. Therapeutic range: 2.1-3.5.

Manufacturer narrative:
Investigation pending.